Event description:
It was reported there was a lead revision. New percutaneous leads replaced old leads in an effort to increase the breadth of coverage. The old lead tails were cut and left in place due to scar tissue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), product type lead. Product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. Product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. Product ID 3708160, serial # (B)(4), product type extension. Product ID 3708160, serial # (B)(4), product type extension.